Manufacturer narrative:
One forceps sample was received by manufacturing in an opened blister package and was not well protected. The device history record for the affected lot number was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to the manufacturer's acceptance criteria. A 100% final inspection is performed for this product. The returned sample was functionally and visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was not confirmed. It was found that the sample meets visual and grasping force specifications. Because the returned product met all specifications, it is unclear how the product could have contributed to the complaint. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that an ophthalmic forceps was unable to open and close and could not peel the membrane during a vitrectomy surgery. An alternate device was obtained in order to complete the procedure. Patient impact information is unknown. Additional information has been requested.